Event description:
Customer reported that while withdrawing vaccine from a pfizer vial, the needle detached from the syringe hub and remained in the diaphragm of the vial.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain a needle component from the manufacturer identified. The item ref # and lot # reported and identified has been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc.. We have notified (B)(6) for awareness.